Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 0.8, lab: 2.2. Date: (B)(6) 2011, inratio: 1.3, lab: 3.1. Pt's therapeutic range is 2.0-2.5. Both comparisons were done simultaneously.